Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. According to additional information received the components are replaced as a part of routine maintenance. An initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) required battery, scroll compressor and tidal disk replacement. The battery and scroll compressor were replaced due to expiration. The malfunction with tidal disk is unknown. There was no injury reported.